Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
It was reported via phone call that the insulin pump alarmed no delivery during bolus. Blood glucose value is unknown. It was also reported that the customer received a motor error alarm during rewind. The device was not dropped or exposed to a magnetic field and the drive support cap was recessed. The displacement test could not be performed due to the motor error alarm during prime. The device will be returned for analysis.